Event description:
It was reported that there was low out of range impedance value. It was noted that the manufacturing representative had seen the patient on (B)(6) 2014. The patient had bilateral primary cell devices implanted on (B)(6) 2013. The right chest device was programmed at 3+2-, 2v, 90 pulse width, 185 hz. Therapy impedance indicated that the right subthalamic nucleus (stn) had high impedance and 0.353ma. It was unknown how long the out of range impedance had been occurring. Electrode impedance was tested at 0.7v and c/2 was 8331 ohms, 0/2 was 93 ohms, ½ was 8235 ohms and 2/3 was 8429 ohms. It was noted that during electrode impedance going to the next voltage was not done to check. Patient had not experienced a loss of therapy. It was noted that the patient was interrogated previous in november/december. Additional information received reported there were no lead fractures noted. Impedances would be checked again in one month. No intervention was needed. There were no patient status complaints.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. Product ID: 7495-51, serial# (B)(4), product type: extension. Product ID: 3387-40, lot# n24967b, product type: lead. Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3389-40, lot# j0309539v, product type: lead. Product ID: 748251, serial# (B)(4), product type: extension. (B)(4).